Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this atrial lead underwent a mitral valve repair. Shortly after the procedure the capture thresholds rose significantly and the pace impedance dropped from the mid-500 ohm range to the mid-200 ohm range. Functional undersensing was also reported. Atrial output was increased. There were no adverse patient effects reported. The lead remains in service.